Manufacturer narrative:
A specific root cause could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the medwatch with patient identifier (B)(6) for additional data related to this event.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time). Two tubes were drawn from the same patient at the same time and tested separately on two different e601 analyzers. The first tube was tested on e601 serial number (B)(4) and resulted as 0.014 ng/ml. The second tube was tested on e601 serial number (B)(4) and resulted as 0.023 ng/ml. Both the 0.014 ng/ml and 0.023 ng/ml values were reported outside of the laboratory. The nurse questioned which result was correct, so the customer pulled both samples and repeated each tube on the same analyzer. The first tube was repeated on e601 serial number (B)(4) and resulted as 0.014 ng/ml. The second tube was repeated on e601 serial number (B)(4) and resulted as 0.024 ng/ml. The results from e601 serial number (B)(4) were believed to be correct after the customer reviewed the quality control recovery and ran roche manufactured controls. The initial 0.023 ng/ml value remained on the patient record and the initial 0.014 ng/ml value was removed from the patient record. One of the two tubes from the patient was tested on e601 analyzer serial number (B)(4) and resulted as 0.013 ng/ml. The patient was not adversely affected. The troponin t stat reagent lot number was 17575901 with an expiration date of 02/28/2015. The customer calibrated all three e601 analyzers and ran quality controls. The customer stated that the quality control performance was then much better. The customer repeated 10 other patient samples and these correlated much better between all three e601 analyzers. The customer was asked, but did not provide any specific result information for the 10 other patient samples. The customer stated that the issue is now resolved and that the last calibration may have been marginal, causing a shift in the quality control and patient results. The customer declined a service visit.

Manufacturer narrative:
The customer has confirmed that they have had no further issues related to the event.